Manufacturer narrative:
The thermogard xp ivtm system in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard xp ivtm system (sn (B)(4) displayed a mid:14 (bg power supply) error message. No further information was provided. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.